Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that in the past one and a half to two weeks (2018) the patient had noticed that they were having to recharge their ins every day. They stated that before this they could go four days and their ins battery would only be about halfway depleted and they would recharge to full. The patient was asked if they had any programming changes recently and they stated that they had ¿a couple of mris¿ and the MRI technician may have made programming changes when they were trying to turn the stimulator off. It was recommended that the patient discuss programming guidance with their healthcare provider (hcp) and that their hcp could page a manufacturer representative (rep) for the appointment if desired. No symptoms were reported. The patient then ended the call. No further complications were reported/anticipated.